Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, the first proglide device was deployed but the suture did not capture the artery. A second proglide device was used; however, after suture deployment, the device was difficult to remove from the artery. Once the device was removed it was found that the proglide device had torn the artery and a 7f sheath then an 8f sheath was placed to help control the bleeding. The patient was taken to surgery to repair the artery and achieve hemostasis. There was a reported significant delay in the procedure due to the surgical repair of the vessel. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the closure device could not be replicated in a testing environment as it was based on operational circumstances. In addition the returned device analysis found two anterior cuff tabs were detached and were not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties removing the device, however the tissue damage, surgical procedure and delay in the procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.